Event description:
It was reported that a pericardial effusion occurred during a left atrial appendage closure (laac) procedure. A large but stable pre-existing effusion was observed before the procedure began. After transseptal puncture (tsp) with a non-(B)(6) device and administration of heparin, a routine midprocedure check revealed that the effusion had increased. The physician aborted the procedure, reversed the heparin, and placed the patient under observation. There were no signs of cardiac tamponade, no drop in blood pressure, and no intervention was required. A CT angiography was performed to rule out aortic dissection, which was considered unrelated to the procedure and potentially linked to the patient's prior valve surgeries. No further complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided 2032227-2025-223430